Event description:
Information received indicates the head section is not lowering all the way down.

Manufacturer narrative:
The technician isolated the issue to the head section gas springs not functioning. He replaced both gas springs to repair the stretcher.